Event description:
The patient underwent a diagnostic procedure. The cardiologist attempted closure with techstar xl 6 f device. The posterior needle missed the barrel and caught in subcutaneous tissue. The cardiologist deployed the anterior needle before noting that the posterior needle had not presented. Attempt at back down was unsuccessful. The missed needle was located with the aid of fluoroscopy. A vascular surgeon was called to remove the posterior needle with the aid of a small incision. The device was removed and hemostasis was achieved with manual compression. The patient did well and was discharged 23 hours later. This occurence is being reported because previous incidents of unsuccessful back down have led to reportable events.